Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the DHR analysis of the batches indicated shows an initial conformance of these products with regards to their specification. For these batches, there was no deviation or non-conformance.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of a glenosphere, metaglene + screws and poly insert components. Original surgeon was dr (B)(6) in 2014 in (B)(6) hospital. Patient was revised today doe the glenosphere disengaging from the metaglene. Central glenosphere screw had broken with the metaglene, allowing the glenosphere to disengage from the morse taper and ride high in the shoulder. Dor: (B)(6) 2020, right shoulder.